Event description:
It was reported that a spectrum pump was involved in an under infusion during therapy in the intensive care unit (ICU). "Patient was on norepinephrine 4 mcg/min overnight; a new bag of medication was issued and vasopressor requirement first dose to 5 mcg/min and steadily increased until maximal peripheral dosing of 15 mcg/min was reached one minute later. The clinical team proceeded with placing a central line, given the high vasopressor requirement. During placement by the ICU fellow with assistance of the ICU patient, the reporter entered the room to help respond to the alarming IV pump. The IV pump indicated "infusion complete"- it was noted that the bag of norepinephrine appeared to be full, so it was presumed that the bag was previously changed and updated the volume to be infused (vtbi) to be 240cc and immediately informed the primary registered nurse (rn). The primary rn verified that the bag was actually the same bag and should have been empty based on the rate of infusion. The IV tubing drip chamber was observed to be compressed. After attempting to decompress and allowed the medication to fill, the patient's arterial mean arterial pressure (maps) increased from the 60s to 90s". New pump, tubing, and bag of medication were set up as precaution. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 41.015 and passing error percentage of 2.5375%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed and on the reported event date, the user experienced two "upstream occlusion!" Alarms which may have resulted from the compressed drip chamber. The reported condition was not verified. The reported issue of under infusion is likely related to a device use error ("IV tubing drip chamber was observed to be compressed"). The spectrum's operator¿s manual contains a warning to user about the importance of "ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Should additional relevant information become available, a supplemental report will be submitted.